Event description:
Tego connector in use on patient. Found that part of plastic on top of tego connector had broken and was peeling up/loose. Removed from service and replaced. Unsure where this tego connector was taken from as was in use prior to the beginning of my shift. Do not have original packaging or lot number.